Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w7gq, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that his device was not working. However, he then stated that it looked like it was working fine, but the leads may not be stimulating the right nerves. He stated that the device did not do what it was supposed to and it was not effective. His indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The trial was reported to be successful. The patient increased stimulation to a point where it was painful, left it there for a while, and it made things worse, so he turned it down. He also saw his healthcare provider (hcp) six days after implant and at the appointment the hcp adjusted the program, but that did not do anything. He would go back in a month as well. On (B)(6) 2015 the patient reported the symptom occurring was retention. It did resolve, but it only lasted for a week. The doctor re-programmed and it helped a bit, but then the patient went back to retaining again. The hcp thought that the area around the leads needed to heal into place and sometimes that could cause it to not work as well in the beginning. The patient intended to keep working with his hcp to resolve through programming. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.